Event description:
It was reported that there was non-sustained right ventricular oversensing due to post paced t- wave oversensing. The patient was asymptomatic. Programming changes were discussed.

Event description:
New information received on 12/4/2017 notes that there were additional episodes of post paced t wave oversensing. Previously suggested programming changes were done and the patient will be followed normally.